Event description:
Event was reported to caldera medical by an attorney. The patient has suffered nerve pain, pelvic and vaginal pain, weak bladder muscles, urinary problems, urinary infections, blooding in urine, vaginal drainage, and infections. No further information has been provided.